Event description:
Ventilator stopped ventilating patient.according to the respiratory therapist there was a strange wave form on the vent that she has never seen before and there was no air coming out. No harm to patient.